Manufacturer narrative:
The t: flex user guide states: "your t:flex pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. On (B)(6) 2017: during a follow-up, the customer stated that after performing a cartridge change no additional occlusion alarms were received. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Prior to the occlusion alarms occurring, the customer performed a supply change, did not observe any insulin exiting the infusion set tubing after performing the fill tubing sequence with 30.2 units and connected the infusion set tubing to the infusion set site. A system check was performed and insulin was not immediately observed to exit the infusion set tubing during the load fill tubing sequence. Additional troubleshooting to determine the possible cause of the occlusion alarm was declined. Additionally, the customer had received a resume pump alarm due to failing to resume insulin deliveries after the occlusion alarms. Tandem technical support informed the customer in regards to the causes for a resume pump alarm to announce. The customer's blood glucose level was 275 mg/dl and a correction bolus via the pump was delivered to address the bg level. During a follow-up, the customer reported received an additional occlusion and resume pump alarm. The customer's bg level was 500 mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended.